Event description:
It was reported that the patient had "frayed wires" seen on her chest x-ray and that her muscles spasmed when the implantable neurostimulator (ins) was on. The patent was not having any issues with stimulation unless she turned the stim "up too higher than she likes it." The patient had an appointment scheduled for (B)(6) with her physician to have her system evaluated, and it was requested that a manufacturer's representative meet the patient at his office for the evaluation of the spinal cord stimulation (scs) system. The patient seemed to think that the physician did not have experience with the scs. The reporter stated that the health care professional (hcp) did not work with scs devices but was willing to have the manufacturer's representative come in and check the patient's implant. The patient was advised that the manufacturer's representative must work under the directive of a physician. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2008. Product type: lead: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2008. Product type: lead: product ID 37743, serial# (B)(4). Product type: programmer, patient. (B)(4).